Event description:
It was reported that stent damage occurred. A 2.5 x 12mm synergy¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. After the device has been completely withdrawn, the physician noted that some stent struts were not properly positioned on the stent delivery system (sds). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-02856. It was further reported that two target lesions were treated. The 2.25 x 12mm synergy¿ stent was introduced to treat a calcified distal left anterior descending (lad) artery and 4.00 x 20mm synergy¿ stent was introduced to treat a calcified proximal lad. Raised struts were noted on both stents.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. Solidified contrast media were present over the proximal end of the stent. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02856. It was further reported that two target lesions were treated. The 2.25 x 12mm synergy¿ stent was introduced to treat a calcified distal left anterior descending (lad) artery and 4.00 x 20mm synergy¿ stent was introduced to treat a calcified proximal lad. Raised struts were noted on both stents.